Event description:
It was reported that the insulin pump alarmed no delivery. The device was turning off and beeping. The customer's blood glucose was 9.8 mmol/l. The caller stated that they were unable to perform troubleshooting at the time of the call because the insulin pump was not alarming at the time of the phone call. The customer called back again, for another no delivery alarm. At the time of the call the customer's blood glucose was 10.0 mmol/l. Troubleshooting was performed and everything tested within specification. The infusion set was removed from the customer's body and the cannula was not bent. The customer was advised that the infusion set they were using may not be compatible with their insulin pump. The customer sated that they were certain that the insulin pump was not working and they wanted to replace the device. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.